Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was displaying an "error 1" message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on the morning of (B)(6) 2016. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). In response to the alleged issue, the patient claimed she continued to follow his usual diabetes management regimen and took novolog insulin followed by a further 20 units 2 hours later. The patient reported that she began "vomiting, urinating a lot" and felt "dizzy" 3 hours after the alleged issue started. The patient claimed that an ambulance was contacted for assistance in response to the symptoms. The patient was reportedly hospitalized and was treated with "insulin and a sugar bag." The patient claimed that her blood glucose was tested on the hospital meter and a result of "over 600mg/dl" was obtained. At the time of troubleshooting, the csr noted the subject meter was being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for hyperglycemia after the alleged meter error began to appear.